Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. A visual inspection was performed for the returned guide wire, and the reported polymer damages were confirmed. A review of the lot history record and similar incident query for this product was not performed since the part and lot numbers were not reported. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported/noted difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that manipulation and/or inadvertent mishandling during attempts to advance and retract the micro catheter resulted in the reported/noted guide wire damages. The noted teflon scratches likely occurred post procedure during retraction through the torque device or other devices used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The UDI is unknown because the part number and lot number was not provided. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90-99% stenosed, moderately tortuous and heavily calcified lesion in the posterior tibial artery. A unspecified command guide wire was advanced and a non-abbott micro-catheter was advanced over it. The tip of the micro-catheter became wedged into the calcium and as the operator attempted to advance or retract the catheter, slight torque was applied. The tip of the micro-catheter came off on the guide wire. A second unspecified balloon was advanced down to the tip, inflated the balloon, and dragged the separated tip of the micro-catheter on the guide wire back to the sheath. The separated tip was safely extracted from the patient. There were no adverse patient effects and no clinically significant delay in the procedure. Additionally, a picture of the command guide wire was received showing the polymer bunched and possibly torn. No additional information was provided.